Manufacturer narrative:
Bci field service engineer (fse) found alkaline buffer exit port on co2 measure electrode partially occluded with red material. The fse replaced the co2 measure electrode. The fse also found a large amount of protein buildup at and past the acid mixing chamber. The fse cleaned flowcell and verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low chloride (cl) result generated by synchron cx delta clinical system. The result was reported of the laboratory. When the customer repeated the sample due to other suppressed result, the discrepancy in results was noted. The sample was retested again and the result matched the 2nd run. The result was amended. Per the customer on (B)(6) 2011, patient treatment was neither initiated nor withheld based upon the erroneous result reported.